Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states a damaged power cord. Upon triage it was noted that the live pin was damaged on the plug.

Manufacturer narrative:
One kendall scd express sequential compression system was reported condition of, ¿a damaged power cord¿. The unit was triaged and the customer¿s reported condition was confirmed , service found there to be exposed copper wires. The power cord was replaced and device fully checked for functionality according to manufacturer's guidelines. The potential root causes are customer misuse due to the procedure used to unplug the unit and the procedure of wrapping of the cord around the bed hook. A review of the device history record shows that this unit was manufactured and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.